Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were on their way to the hospital due to a tubing detachment that caused their blood glucose to go high on (B)(6) 2017. The customer's blood glucose level during the incident was 425 mg/dl. The customer treated the high blood glucose with a correction bolus from a new infusion set. The customer had noticed the tubing had come detached from the connector cap. The customer reported that there was no stress or pull on the tubing. The insulin pump was not dropped with the set connected to their body. The customer declined to troubleshoot the insulin pump. The customer's current blood glucose level was 370 mg/dl. The customer reported that they had very large ketones. The customer was advised to call back if they were hospitalized. The device will not be returned for analysis.